Manufacturer narrative:
On may 12, 2025, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the packaging of the product appears damaged. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 350cc mentor smooth round moderate profile saline breast prosthesis being used for a breast surgery had an issue with the packaging (implant packaging arrived ¿crushed¿ and not usable). No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.

Manufacturer narrative:
On march 28, 2025, mentor updated the complaint's coding for accuracy. Mentor added code a0207 (shipping damage or problem) in section h6-medical device problem code. On april 14, 2025, after complaint follow up attempts, the healthcare provider reiterated that the implant box was damaged upon arrival. The healthcare provider reported that the sterility was compromised, however, was not sure whether or not there was a rupture. The inside of the box was not opened and inspected. The date of event was updated to (B)(6) 2025. Manufacturer¿s reference number: (B)(4).